Event description:
Boston scientific received information that this implantable right atrial (ra) lead was exhibiting noise and loss of capture. It was discovered this lead had dislodged due to twiddler's syndrome. The patient's right side of their neck was also noted to be twitching. A revision procedure took place and the lead was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.